Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs100 intra-aortic balloon pump (iabp) has white screen, safety disk expired, and wheel is broken. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d8,d9,g1(contact person ¿ mfg site),g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions),h11. A getinge field service engineer (fse) checked and it was found that the white screen was turned on with lines. Re-connecter was retested and can be used. Found that the safety disk has deteriorated since 2019. It is recommended to replace it. Found that the wheel is deteriorated and broken from use. It is inconvenient to push. It is recommended to replace it. The customer not yet approved for replaced new spare part. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.